Event description:
This test strips have not been returned to lifescan for product analysis. Lot # 2526432 of the retain test strips were tested and they failed visual testing due to white marks on the active site. At this time, co considers this matter closed.